Manufacturer narrative:
The customer reported to arjo representative that bed was unable to raise up and lower down. During arjo service technician inspection of the enterprise 5000x bed at the customer facility, it was noticed that the radius arm dislodged from the bed's frame. There was no patient involvement, nor injury reported. The photographic evidence provided by arjo service technician showed that some kind of green tape was tied by the customer on the base frame of the bed. This prevented the bed platform from raising and lowering. However, the customer did not provide any detail information regarding reported malfunction. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator¿s limit and next the bed foot section is pulled. The second scenario may take place when the obstacle is put between the base frame and the radius arm. Based on the limited information gathered, the exact scenario which led to the radius arm detachment could not be determined. Also, the green cord installed by the customer may have influenced movement of the bed platform as it was tied between movable and unmovable bed frame. This could have consequently contributed to the reported malfunction. In summary, there was no indication that the enterprise 5000x bed was used with the patient when the malfunction occurred. During the bed¿s evaluation, the detachment of the radius arm was found, therefore it can be stated that the bed did not meet the manufacturer¿s specification. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment.

Event description:
The customer reported to arjo representative that bed was unable to raise up and lower down. During arjo service technician inspection of the enterprise 5000x bed at the customer facility, it was noticed that the radius arm dislodged from the bed's frame. There was no patient involvement, nor injury reported. The photographic evidence provided by arjo service technician showed that some kind of green tape was tied by the customer on the base frame of the bed. This prevented the bed platform from raising and lowering. However, the customer did not provide any detail information regarding reported malfunction.